Event description:
The patient was inappropriately treated 5 times by the lifevest. The patient was reportedly conscious at the time of the event. Non-sustained ventricular tachycardia (nsvt) and multiple counting of the ECG signal contributed to the false detections. The patient received 31 appropriate shocks during ventricular tachycardia and ventricular fibrillation. Nineteen of the arrhythmias converted to a slower rhythm. The response buttons were pressed only once earlier in the detection sequence of treatment 8 but not immediately prior to the shock delivery. The response buttons functioned appropriately. The patient went to the hospital for evaluation reporting they had received a treatment. Patient was admitted. A nurse has reported the patient is intubated and is alert but cannot speak. Patient continues to wear the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatments. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.